Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that 'having it in the left breast tormented them every day'. It was further reported that after removal the icm, the patient was 'so glad they didn't have to put up with that equipment anymore'. The icm was explanted. No patient complications have been reported as a result of this event.